Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures, and is scheduled for a revision surgery in (B)(6) 2012. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent vaginal mesh excision and cystoscopy on (B)(6) 2016 by dr. (B)(6) due to mesh erosion.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat urinary incontinence and rectocele and an obturator sling was implanted. Concomitantly the patient underwent an open umbilical hernia repair with mesh. It was reported that post implantation, patient experienced pain, urinary disturbances, dyspareunia and bowel disturbances (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.